Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split catheter tubing is confirmed; however, the exact cause is unknown. One photograph of a groshong PICC was returned for evaluation. An initial visual observation of the photograph showed the device implanted in a patient. A split was observed in the catheter shaft and appeared to be near the insertion site. No further details of the split site could be discerned in the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the split. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that while performing PICC line maintenance, a nurse discovered a fracture in the exposed portion of the catheter accompanied by fluid leakage. The procedure was immediately halted. After informing the head nurse and assessing the patient's condition, the leaking segment of the catheter was addressed using aseptic technique. The PICC line was subsequently restored to normal functionality.